Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Meter serial number is yeqlw05w h3 other text : device unavailable for return.

Manufacturer narrative:
On september 11, 2023, lifescan customer care created an additional complaint relating to event and subject meter from initial report# 3008382007-2023-00048 submitted august 30, 2023. Medical device problem code: 3010 (meter does not turn on) h3 other text : device unavailable for return.

Manufacturer narrative:
Lfs received additional information on september 7, 2023. The information was omitted from follow-up #2 report and is as following: the subject meter was in use by the patient since (B)(6) 2022. It is unclear whether the battery of the measuring device in question had been replaced. The patient's underlying disease was type 1 diabetes, and his past history was hypertension and kidney disease (ckd). Patient's diabetes management includes insulin administration (humarin r, tresiba), and the dosage is numarin r: 4 units in the morning, 2 units at noon, and 4 units at night, and tresiba: 6 units. The patient was originally hospitalized from (B)(6) 2023 to (B)(6) 2023 for gastroesophageal reflux disease and hematemesis. On (B)(6) 2023, the day he was discharged from the hospital, the meter did not turn on and he contacted the call center, but the call center did not respond and there was a period of time when he was unable to measure his blood sugar. On (b)96) 2023, the patient visited the emergency department due to loss of appetite and fatigue and was admitted to the hospital. At the time of the emergency department visit, blood glucose was 647 mg/dl and ph 7.316 blood was then drawn, and blood glucose was 758 mg/dl and ¿-ketone 2800 with a measuring device in the laboratory. Other natoriu mu 126, potassium 5.6. He was admitted to the intensive care unit due to severe dehydration and was subsequently hospitalized, where medical personnel determined that he was in serious condition. Regarding the cause of this event, the nurse's opinion was, "the blood glucose meter was broken, so it was not possible to check the blood sugar, and the insulin unit could not be changed." It was reported that he had developed high blood sugar levels. In addition, a nurse reported that "there is a causal relationship with health damage, and there is also a relationship with the underlying disease and complications." Health effect - clinical codes: - loss of appetite: 4569 - fatigue: 1849 - severe dehydration: 1807.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On august 17, 2023, the reporter (a nurse) of the lay user/patient contacted lifescan (lfs) japan by email alleging that the patient¿s onetouch verio vue meter had an issue with the meter casing. This complaint was classified based on information obtained from the email and on additional information obtained after follow-up by customer care (cc). The reporter informed lfs that the alleged issue began at an unspecified time on (B)(6) 2023. The reporter claimed that the patient was unable to replace the battery and contacted cc. Cc was unable to help since the patient did not have the subject meter at hand. The reporter did not specify how the patient usually manages his diabetes, nor did they report whether the patient made any changes to his diabetes management regimen in response to the alleged issue. The reporter stated that due to the patient being unable to replace the battery and therefore unable to obtain an actionable blood glucose reading, the patient was hospitalized with ¿hyperglycemia¿ and diagnosed with ¿mild ketoacidosis¿. During follow-up it was noted that the patient was treated at the hospital with continuous insulin infusion and fluid replacement and recovered on (B)(6) 2023. During follow-up, cc was informed that even after replacing the battery the subject meter did not power on. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms of a serious injury adverse event and received hcp treatment for an acute high blood glucose excursion after the alleged meter issue began.